Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that an fx25 oxygenator was used during an extracorporeal membrane oxygenation (ECMO) case. The oxygenator functioned as intended for approximately two hours, after which oxygenation levels decreased despite continued delivery of 100% oxygen. The carbon dioxide sweep remained within normal limits. Situation corrected by tying another fx25 oxygenator inline and extracorporeal membrane oxygenation (ECMO) therapy continued. Information was provided that the patient was very sick with multiple organ failure and that the oxygenator did not cause the patient death.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67)the returned sample was visually inspected upon receipt with no anomaly such as fracture. The affected sample was then tested for oxygen transfer and carbon dioxide removal performance in accordance with the product inspection protocol. As a result, it met the factory's specifications, and no anomalies was found. A review of the device history records revealed no manufacturing issues related to the reported event. The evaluation of the returned sample was found to function as intended; therefore, a definitive root cause could not be determined.all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.